Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a frayed wire; however, for clarification the damaged instrument component was a broken grip cable. Based on this clarification, the customer's reported complaint is confirmed. One grip close cable was found to be broken at the distal idlers. The idler pulley was observed as being able to spin freely and was not damaged. A cable segment was found to be sticking out at the wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s total benign hysterectomy procedure, the surgical staff alleged that a cable broke on a mega needle driver instrument. The surgical staff claimed that a wire was frayed and sticking out. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no pt harm, adverse outcome, or injury was reported.